Manufacturer narrative:
A ventilator was reported with failing internal leakage test during pre-use check. A service engineer confirmed stated that a pressure transducer printed circuit board (pcb) and the o2 gas module needed to be changed. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No goods were returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Faults in the o2 gas moduel could lead to that the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since no information if the issue was solved, nor logs or goods were returned, the root cause of the failed leakage test could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).